Event description:
It was reported that a customer experienced an issue with a battery not charging. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.